Event description:
When connected to the monitor, the catheter could not be zeroed prior to placement.

Manufacturer narrative:
To date, the device in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.